Event description:
Patient received an implant of a bifurcated device and a 34 mm aortic extension. Post operative follow ups revealed an endoleak initially thought to be a type ii endoleak. A (B)(6) 2011 follow up revealed the endoleak was a proximal type I endoleak. It was reported on (B)(6) 2011 the patient was treated with a competitor device which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.